Manufacturer narrative:
Result code: photos were submitted for examination. From the event description and photo examination, the indicated orc layer detachment in a minute area along the edge of the mesh was apparently formed when the operator was grasping the mesh with a surgical instrument. Conclusion code: operator grasped the device with surgical graspers causing the orc layer detachment. Event is related to user handling.

Event description:
Customer reported that the orc layer was scraped off with a surgical grasper during implant. There are no reported adverse pt consequences.